Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 109.97 mcg/day) and morphine at .9677 mg/day via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The hcp reported that the patient came in for a refill and the pump was reading ¿motor stall, pump stalled for 1092 hours¿. Per the hcp, the patient had an MRI, and this was the first time the pump had been interrogated since the MRI. Telemetry mode was explained and reinterrogation of the pump and/or accessing the reservoir was discussed.